Manufacturer narrative:
Field service engineer investigated report of camera error during a procedure and found the camera connection at the back of the table was loose. Fse reseated the connection and verified proper operation using the infimed technical manual. System returned to full service by the customer.

Event description:
Customer reports male patient having an unknown procedure, when room failed. Procedure was completed with portable x-ray equipment. No reported injury.